Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3004209178-2017-18525. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) via a manufacturer representative (rep) reported the patient¿s ins overdischarged. The rep was scheduled to meet with the patient in clinic. No medical symptoms were reported.